Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station stuck on blue screen. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on blue screen. A field service engineer (fse) performed a complete reimage. Software packages were pushed to the station, though downloads were delayed and some remained queued. The fse logged into the hardware test application (hta) and tested the drawers, then had the customer test the station and confirm that patients were displaying correctly. The system functioned as intended after the field service engineer repaired the device.